Event description:
Stryker sustainability, endocut scissor tip (x 2 with same lot number), not coming together at tips, therefore not cutting where needed most. Diagnosis or reason for use: laparoscopic cholecystectomy.